Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # j0405867v, implanted: (B)(6) 2004, product type lead; product ID 3888-33, lot # j0405867v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that the patient felt like their stimulation was weaker and they were not feeling as much. It was noted that the issue stated two months prior to report. It was reviewed with the caller that towards end of service (eos) the device may need to be titrated up. The manufacturer representative wanted assistance in checking impedances. It was noted that the majority of the bipolar pairs were reading >4000 ohms. It was further noted that the therapy impedances were as follows: program 1) 1874 ohms; 2) 2219 ohms. The caller noted that the patient¿s battery voltage was at 2.6v as of the date of report. It was noted that as far as electrode impedances went, all of the pairs that were not at >4000 were at 1537 ohms. It was further noted that the readings were tested at 1.5v. It was noted that the patient was getting some therapeutic relief from programs. The caller was asked for the electrode configurations for the programs that ran healthy impedances but the caller noted that they needed to go. At the end of the call the manufacturer representative noted that they were running an electrode test at 6.0v and, as they were ending the call, noted that the numbers were showing up ¿the same¿ and described as >4000 ohms and 1537 ohms. It was reviewed with the caller that they may want to consider looking into imaging the leads to determine if there was a clean break somewhere in the lead. It was later reported that the manufacturer representative confirmed the individual who was the patient¿s managing physician. It was later reported that the patient¿s therapy was okay at best. The patient was given the option to keep their current system until the end of its life. The patient was also consideration a complete revision of leads and implantable neurostimulator (ins) replacement. It was noted that no plans had been discussed with the manufacturer representative.

Event description:
Additional information received reported that they did not know what happened to the lead to cause high impedance. It was noted that they assumed it was because of an ins that was near its end of life.